Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated. A manufacturer representative went to the site to test the equipment. It was identified that movement in the z-direction was not possible so invalidate home could not be performed. There was a defect on the positioner motion control. The positioner motion control was replaced. Invalidate home was performed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device. It was reported that the gantry door could not be closed. The system was restarted. The pendant showed "for calibration press m-button." The site tried to perform invalidate home by pressing the m-button but the process would not finish. The gantry moved up, out, left, right but nothing happened after that. Invalidate home process could not be finished. The door remained open and the pendant continued to show the message. Troubleshooting involved re-starting the system a second time and trying to invalidate home. The issue was not resolved.

Manufacturer narrative:
Additional information: device evaluation. The motion control box was returned to the manufacturer for analysis. Analysis found that there was no fault with the returned part. The control box readied as intended. Motion in all axes was confirmed. However, the issue was resolved upon part replacement.